Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.